Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported for right side "deformities, stiffened, hard", MRI which noted "suspected encapsulation" and mammograms which noted "right silicone implant in a retroglandular position, with defined contours and homogeneous content, with a round configuration, prominent folds and a faint diffuse enhancement of the fibrous capsule. Impression: straight silicone implant with rounded configuration, prominent folds and faint diffuse enhancement of the fibrous capsule, together findings suggest some degree of capsular contracture grade unknown, requiring close correlation with clinical data." The device remains implanted.